Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain / pelvic area') in a (B)(6) female patient who had essure (batch no. B93880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial polyp, perineal pain, benign neoplasm of corpus uteri, pelvic peritoneal adhesions (female), hypertension, asthma, unspecified, migraine, adhesiolysis and peritoneal adhesions. Concomitant products included lorazepam since 2011 and venlafaxine hydrochloride (effexor sr) since (B)(6) 2013 for anxiety, bisoprolol fumarate;hydrochlorothiazide (bisoprolol hydrochlorothiazide cristers) since (B)(6) 2012 for hypertension as well as ethinylestradiol;levonorgestrel (seasonale) since 2011 to (B)(6) 2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety,and mental anguish") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved and the depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Lot number was added. New events added: allergic reaction. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal), were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain / pelvic area') in a 24-year-old female patient who had essure (batch no. B93880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial polyp, perineal pain, benign neoplasm of corpus uteri, pelvic peritoneal adhesions (female), hypertension, asthma, unspecified, migraine, adhesiolysis and peritoneal adhesions. Concomitant products included lorazepam since 2011 and venlafaxine hydrochloride (effexor sr) since (B)(6) 2013 for anxiety, bisoprolol fumarate;hydrochlorothiazide (bisoprolol hydrochlorothiazide cristers) since (B)(6) 2012 for hypertension as well as ethinylestradiol;levonorgestrel (seasonale) since 2011 to (B)(6) 2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety,and mental anguish") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved and the depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dyspareunia. Batch no b93880 production date 2013-11-08 expiration date 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain / pelvic area') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial polyp, perineal pain, benign neoplasm of corpus uteri, pelvic peritoneal adhesions (female), hypertension, asthma, unspecified, migraine, adhesiolysis and peritoneal adhesions. Concomitant products included lorazepam since 2011 and venlafaxine hydrochloride (effexor sr) since (B)(6) 2013 for anxiety, bisoprolol fumarate;hydrochlorothiazide (bisoprolol hydrochlorothiazide cristers) since (B)(6) 2012 for hypertension as well as ethinylestradiol;levonorgestrel (seasonale) since 2011 to (B)(6) 2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety,and mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs and mr received: events: pelvic pain clubbed with physical pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: anxiety, and mental anguish, dyspareunia (painful sexual intercourse), reporter information updated, concomitant drugs , patient history were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.